Manufacturer narrative:
Concomitant medical products: d314drg ICD, implant date: (B)(6) 2013.

Event description:
It was reported that the patient presented to the emergency room for audible alerts. The right ventricular (rv) lead superior vena cava (svc) impedance warning had triggered due to high impedance. Follow up with the physician's office indicated that the svc impedance alert was turned off. The lead remains in use. No patient complications have been reported as a result of this event.